Event description:
Customer called to say she had elevated blood glucose levels (bg's) that sent her to the emergency room with ketones. Her bg reached 428 mg/dl before taking off the pod and starting a new one. Customer threw away the pod. No further information is available.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.